Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. A tear was observed in the exposed portion of the soft cannula. Fluid was seen leaking from this tear. Fluid was unable to pass through the fluid path and exit the distal tip of the soft cannula. Although the soft cannula was observed to be damaged, the cause and timing of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 320 mg/dl after wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by patient with an insulin pen.